Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-04204, 04205. It was reported the pt rec'd a surge of stimulation and was unable to increase the amplitude to perception after the incident. The pt reported the surge happened when he was next to a room at school which had large machinery capable of electromagnetic fields. The pt turned the scs system off and met with the physician for diagnostics. One lead had all invalid contacts. The remaining lead was unable to provide full stimulation coverage. It was reported the pt was sent for x-rays and the physician undertook surgical intervention and replaced the suspect lead. During the procedure, the physician also explanted and replaced the ipg as a precaution due to the event details. The pt rec'd preliminary reprogramming postoperative. It was undetermined which lead was replaced, so both leads are being reported.